Event description:
The patient experienced shocking in his stomach, arms, and locations other than his spine. The patient did not experience pain relief after the neurostimulator was implanted due to scar tissue formation and collapsed vertebrae. The patient was considering use of an implantable pump. Additonal information has been requested. A follow-up report will be submitted if additional information becomes available.